Manufacturer narrative:
Unless further information is obtained, this issue is considered closed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Additional information: (meter serial number) has been updated based on the returned product. Meter (B)(4) has been returned and investigated with retained strips. Visual inspection has been performed on the returned meter and a cracked casing was observed. The meter did not power on with button depression or with strip insertion. Was able to download data but blank screen was observed. Further investigation was completed and the meter was de-cased. The lcd (liquid crystal display) was replaced and the meter was then able to be powered on with button depression and with strip insertion. The date and time were set successfully. The investigation has determined the cause to be isolated to a faulty lcd.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.